Event description:
Customer reported her insulin pump shuts down unexpectedly periodically. The issue has been on going for a couple of months. Customer's blood glucose is 500 mg/dl. She stated this was normal for her. Customer just started inserting in the leg after normally inserting in the stomach area. Customer uses the sensor feature. When the sensor drops below 80 mg/dl, the insulin pump shuts off and customer's blood glucose goes over 400 mg/dl. The device was not bumped or dropped. The alarm history showed multiple no delivery alarms from today. Customer cleaned the battery cap and was advised to use energizer batteries. A new battery cap was sent. Customer was advised to monitor his blood glucose and call back when needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.